Event description:
It was reported that the user received an ¿unable to proceed¿ alert during a meal announcement and later experienced difficulties removing the connector during a supply change, with subsequent guidance provided; the event aligned with a device alarm and an occlusion consistent with a complete blockage related to the tubing component. Symptoms included hyperglycemia with a high blood glucose reading and multiple correction doses delivered by the pump, followed by a downward trend. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a complete blockage associated with the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.